Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the preparation step. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2213602 presented no issues during the manufacturing process that could be related to the reported event. The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the preparation step. Hemostasis was achieved with the use of another mynx device. There was no reported patient injury. The mynx vcd was being used in an interventional peripheral procedure. The mynx control was handled and prepped according to the instructions for use (IFU). The balloon was prepped using 50/50 contrast. The deployer was mynx certified. The device storage temperature did not exceed 25°c. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock open. The sealant remained in the manufacturing position not exposed to blood. The syringe was returned separately, and the procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2213602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.